Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4). Description: avista MRI perc lead kit, 56 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had infection at the ipg and lead site. It was noted that the patients wound never healed properly and eventually got infection. Symptoms were redness and swelling. Infection was not device but procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.